Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2013-03452 and 1627487-2013-03453. It was reported the patient is experiencing heating while charging her scs system. Subsequently, a replacement charging system was sent to the patient. Follow-up identified, the replacement charging system did not resolve the issue. Additionally, the patient is unable to fully charge her scs ipg. The patient is working with the physician to determine the next course of action. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.